Manufacturer narrative:
The axium prime coil was returned for evaluation without the instant detacher. The tack weld replacement (twr) crimps and the pushwire distal to the break indicator at the manual detachment location (via hypotube) were found to be intact. The pushwire was found to be bent near the proximal end. The axium prime implant coil appeared to be damaged within the introducer sheath with the appearance of blood present. The axium prime coil could not be pushed out from the introducer sheath for further evaluation as it met resistance. The axium prime coil was then pulled out from the introducer sheath. Under the microscope, the coin was found to be located against the lumen stop, the shield coil was present and the implant coil was found to be still attached to the pushwire. The implant coil was found to be damaged and had lost its shape. All other subassemblies appeared to be normal and no other anomalies were observed. An in-house instant detacher was then selected for detachment testing. No difficulty was experienced inserting the pushwire into the instant detacher, and the load indicator was not visible when the pushwire was fully seated in the instant detacher cap. The instant detacher was then used to successfully detach the axium prime coil on the first attempt without difficulty. There was no ev idence of manufacturing defects that relates to the complaint; therefore manufacturing has been ruled out as a potential cause. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information that a microcatheter was used with an implant coil and it could not be detached during the procedure with the instant detacher. Another coil was used with the same microcatheter and instant detacher and the procedure was successfully complete. No patient injury reported. No injury was reported as a result of the procedure.